Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and it was observed that the red light flashed on bay two of the device and the device would not charge. Therefore, the pre-test could not be completed. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear on components over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the one bay on the universal battery charger device stayed red and would not change to a different color. During an in-house engineering evaluation it was observed that the red light flashed on bay two of the device and the device would not charge. It was reported that this event did not occur during surgery. There was no patient involvement. There were no reports of any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly